Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The unit has not been returned, however a retained sample of the same product and same lot number have been requested for evaluation. Upon completion of the investigation, a follow up report will be submitted.

Event description:
It was reported that a new infant adhesive sensor caused burn on patients finger.

Manufacturer narrative:
The returned sample sensor from the same lot was evaluated. During evaluation the sensor passed all visual and functional testing including the skin surface temperature testing. The sensor was determined to be functioning as designed. Lot # has been corrected from k4mcx to k14mcx.